Event description:
Additional information was received stating that the reported power issue was observed before a diagnostic endoscopy on august 16, 2022. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and additional information received. Additional information added to b3, b5, g2, h4. Corrected d9 - date returned to manufacturer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the power issue was due to a faulty power unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device was not powering up due to a faulty power unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power switch on his olympus evis exera iii xenon light source was not turning on during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.